Manufacturer narrative:
Add'l info has been requested and if rec'd, will be submitted in a supplemental report.

Event description:
It was reported via our sales rep, that the screwdriver tip did not grip the locking pin but slipped away. He mentioned that the surgery was completed successfully by using a replacing screwdriver and that the pt was not impaired by this event.